Event description:
It was reported that the patient had a stroke during a spinal cord stimulation (scs) trial lead procedure; therefore, the trial leads were removed and the trial was aborted. The physician believed that the stroke or transient ischemic attack (tia) was not device or procedure-related. The physician does not know the source of the tia; however, the patient did have many risk factors associated with tias, namely, his age. The trial leads were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Brand name: infinion? 16. Upn: m365sc231650e0. Model: sc-2316-50e. (B)(6). UDI: (B)(4). Block d6b: explant date: occurred between (B)(6) 2025.